Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5102848/5102887.

Event description:
It was reported that the patient experienced discomfort at the ipg site and inadequate stimulation despite reprogramming attempts. The patient underwent an explant procedure. All explanted device components will not be returned per physicians preference.